Event description:
An event involving 6" smallbore ext set w/6-port nanoclave® manifold, check valve, clamp, rotating luer experienced leakage. It was reported that the manifold leaking on proximal side between the extension tubing and manifold hubs. There was unknown patient involvement and unknown harm or adverse event.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Manufacturer narrative:
Additional information: d9: device received; no. Investigation summary: no product samples, pictures, or videos were received for investigation. The complaint of manifold leaking on proximal side between the extension tubing and manifold hubs could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. Lot history review: the device history review for lot: 13959229 was reviewed and no nonconformities were found that would have led to the reported complaint.